Manufacturer narrative:
It was reported that after a bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery on (B)(6) 2019 due to soft tissue irritation and pain. The surgeon felt that removal of the hardware would alleviate the pain. Upon removal, it was confirmed the patient was completely fused/healed and there was no fault with the tmc hardware. The device was not returned to the manufacturer for evaluation as it was discarded. The most likely root cause cannot be determined due the device not being returned for evaluation. However, additional information indicates that the plates were likely placed too close together. Although a number of factors could have contributed to the irritation and pain, it is possible that the placement of the plates was a contributing factor. The surgical technique instructs on the method for placement of the plates. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after a bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery on (B)(6) 2019 due to soft tissue irritation and pain. Additional information indicates the plates may have been placed too close together. There was no report of device malfunction or injury related to the tmc device(s) and the intended bones were confirmed to be fused.